Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. All components were removed and replaced due to fluid leak. No patient complications were reported in relation to this event.